Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The certas valve (ID 828804pl) was not returned for evaluation as the product was implanted; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A facility reported a certas valve (ID 828804pl) was implanted on (B)(6) 2025 at setting 5. The patient was draining too much so they reprogrammed it to 6. Patient had an MRI (B)(6) 2025 and the setting changed back to 5. They did confirm before the MRI that patient was at 6. After the MRI the valve was reprogrammed to 6. The valve remains implanted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.